Event description:
It was reported that the patient presented remotely via merlin. Net. Review of the transmission noted that the implantable cardiac monitor (icm) exhibited small r wave amplitudes causing undersensing and resulted in multiple false pause episodes. No changes or interventions were done; the icm will continue to be monitored. There were no patient consequences.